Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the previously filed medwatch report, new information received as follows: the procedure continued on using a non-abbott guide wire and placement of a stent. No additional information was provided.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, moderately calcified, 100% stenosed proximal right coronary artery through to the proximal left anterior descending artery through the septal. The progress 140t guide wire was advanced; however, became stuck in the total occlusion. Approximately 1 hour later, the progress guide wire was able to be removed from the anatomy. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant product: guide cath: corsair150cm, finecross gt150cm. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.